Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that they had inserted an intra-aortic balloon (iab) and "they could not get it to work". The rn requested that a clinical support specialist (css) to standby for a second insertion. The rn stated the doctor removed the iab and wanted to insert a second one. The rn stated that the pump had a "yellow box that stated the fiber optic would not zero". The rn also reported alarms when starting to pump but doesn't remember what they were, no strips were printed. The css remained on standby to assist. The doctor inserted a second iab, the fiber optic connection was successful, iab inserted without difficulty. Pumping was started without issue. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "iab fos would not zero" is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that they had inserted an intra-aortic balloon (iab) and "they could not get it to work". The rn requested that a clinical support specialist (css) to standby for a second insertion. The rn stated the doctor removed the iab and wanted to insert a second one. The rn stated that the pump had a "yellow box that stated the fiber optic would not zero". The rn also reported alarms when starting to pump but doesn't remember what they were, no strips were printed. The css remained on standby to assist. The doctor inserted a second iab, the fiber optic connection was successful, iab inserted without difficulty. Pumping was started without issue. There was no patient death, serious injury or patient complication reported.